Event description:
A report was received that due to non-device related weight loss the patient's pocket was shallow. The ipg was protruding which caused the patient discomfort. The physician has recommended that the pocket be revised.

Event description:
A report was received that due to non-device related weight loss the patient's pocket was shallow. The ipg was protruding which caused the patient discomfort. The physician has recommended that the pocket be revised.

Manufacturer narrative:
Additional information was received that the patient is not interested in having a pocket revision at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.